Event description:
It was reported that the device had possible early battery depletion. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; 1158t x2 competitor implantable pacing leads (B)(6) 2010. (B)(4).